Manufacturer narrative:
(B)(4). Result - endoleak, surgical conversion to open repair. Lack of info, cause of event is unk. Conclusion: lack of info, cause of event is unk.

Event description:
An aneurx abdominal stent graft system was implanted in a pt for the endovascular treatment of a 5.4 cm in diameter abdominal aortic aneurysm approx 54 months ago. Vessel morphology at the time of implant was not reported. The following events were reported. Two years post index procedure, the pt had an av fistula repair on the right groin. The pt also had three procedures, each a month apart, searching for an unk endoleak. Two months later, the pt had an angiogram and there was a proximal type I endoleak present. It was reported that the pt returned a month after the endoleak was noted for an unk reason (most likely due to migration and a type I endoleak of the stent graft). (MFR report# 2953200-2011-01578, 2953200-2011-01579) the pt had two aortic cuffs implanted. (MFR report# 2953200-2011-01581, 2953200-2011-01582) a year later, the pt had another angiogram for a possible endoleak. The pt presented a month after the angiogram with occlusion of the right iliac artery and was treated with an endarterectomy. (MFR report# 2953200-2011-01580) a month later, the pt had treatment for a right groin infection. Four months later, the angiogram revealed that there was a type I endoleak and type ii endoleak. Presently, the physician elected to explant the stent graft. It was reported that prior to the removal of the stent graft the aneurysm was 7.2 cm in diameter. The aneurysm continued to enlarge due to the type I and type ii endoleaks. No add'l clinical sequelae were reported, and the pt is fine.